Manufacturer narrative:
(B)(4). On (B)(6) 2017, it was reported that the mesher did not go through and the handle did not work. The customer returned a skin graft mesher device, serial (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial (B)(4), a 2:1 ratio cutter, serial (B)(4), a 3:1 ratio cutter, serial (B)(4), and a 4:1 ratio cutter, serial (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the calibration and test mesh could not be performed due to the damaged comb. The ratchet gear was not moving freely and the roller and gear were damaged. The side plates were also damaged. The cutters that were listed in the complaint were not returned with the device. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, damaged hardware, and ratchet. Skin graft mesher, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the pre-testing could not performed due to a damaged comb. The ratchet gear was not moving freely. The root cause of the mesher not going through and the handle not working was due to a damaged comb and ratchet gear. The issue was resolved with the replaced the roller, worn bushings, worn side plates, damaged comb, gears, damaged hardware, and ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the mesher did not go through and the handle did not work. Investigation revealed that the comb was damaged. No adverse events were reported as a result of this malfunction.